Event description:
It was reported that the right ventricular lead threshold and impedance had gradually increased; the threshold was now high. The pacing output was reprogrammed and a lead revision was scheduled. During the lead revision procedure, the helix would not rotate so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).